Manufacturer narrative:
No products were returned by the customer as the customer discarded the suspected meter and strips. An in-house testing was performed using a in-house contour xt meter with the in-house contour next test strips from lot # 8lpeg11a, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 178 mg/dl on a contour xt meter. Since the customer was experiencing hypoglycemic symptoms, he went to a pharmacy. Within 10 minutes, a repeat testing was performed with the pharmacy's meter and a reading of 67 mg/dl was obtained. There was no allegation of an adverse event. Since the customer used all the test strips, they are not expected to be returned. A replacement meter kit was sent to the customer.